Manufacturer narrative:
Additional information: section h imdrf annex codes & section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, section h device manufacture date. D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where patients were not populating on pyxis. A technical support specialist (tss) dialed into the server, checked the site down query, and confirmed that messaging showed current. The interface current delay by minute showed 0. The tss restarted the data sync and inbound messages service, checked the server sync logs, and found no errors. The tss stated that the delay was caused by a sudden influx of thousands of messages, which caused a delay in processing on the device server. The tss stated that the messaging delay was caused by the customer interface sending tens of thousands of messages at the same time. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not populated on the device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not populated on the device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.